Event description:
Revision surgery - due to a deep infection, total knee, diabetes, I&d, the surgeon replaced with a new poly.

Manufacturer narrative:
The root cause for the revision surgery was identified as infection. The original surgery occurred (B)(6) days prior to the revision surgery. Due to the short time between the original surgery and the revision surgery, it is possible that the infection was acquired at the hospital (nosocomial). The patient was reported to be a diabetic. Diabetics are more susceptible to developing infections as high blood sugar levels can weaken the patient's immune system defenses. The device was not returned to djo surgical for examination. The device history record for the 3d knee insert was examined. The product used in the original surgery received an adequate sterilization gamma radiation dose between 25 and 40kgy and was within its expiration date at the time of the original surgery. A review of the entire product complaint report history was completed. There were no other complaints related to infection against the part number. A review of the device history record, product complaint report history, and sterilization records show that this device met sterilization, design, and manufacturing requirements. There were no findings that indicate the device reported was the source or had a direct connection with the patient's infection.